Event description:
It was reported that after a number of pre-dilatations, a fx minirail was used. An attempt was made three times to cross the lesion but it was not possible and the minirail was removed. It was then noticed that the tip was not on the minirail. The tip was in the patient, which was visible on cine. It was not possible to remove the tip. The procedure was finished with a kissing balloon technique and a des.